Event description:
Pt reported loss of power to the device. Pt indicated that he had not received any alarms or error messages before losing power. Pt indicated that he had stopped using the device. Pt indicated that he would start injecting insulin to self-treat in 2005. Pt indicated that he had used the piston rod and adapter longer than recommended. Pt's blood glucose was elevated (500 mg/dl), but was not currently using the pump.

Manufacturer narrative:
No product returned for eval.